Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(6) 2010. No other information is available.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Age at time of event; corrected data: additional information indicates that the suspect device is the generator and the event occurred at implant surgery. Date of event; corrected data: additional information indicates that the suspect device is the generator and the event occurred at implant surgery. Brand name; corrected data: additional information indicates that the suspect device is the generator. Type of device, name; corrected data: additional information indicates that the suspect device is the generator. Model #, serial #, lot#, expiration date; corrected data: additional information indicates that the suspect device is the generator. Operator of device; corrected data: additional information indicates that the operator of the device was the health professional. Device manufacture date; corrected data: additional information indicates that the suspect device is the generator.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014. Lead impedance was reportedly within normal limits (dc dc - 2) for the replacement generator and existing lead, so the lead was not replaced during the procedure. The explanted generator has not been returned to date.